Manufacturer narrative:
MDR-3009897021-2020-00232 sent on 11-jun-2020 reported the following: g3: other: patient g4: (B)(6) 2020. Correction: g3: consmer g4: (B)(6) 2020 h7: recall h9: 3009897021-5-15-20-001-c.

Manufacturer narrative:
Based on the information obtained regarding the device, kci found evidence that the device had a collapsed power switch. There is no injury associated with this event. Kci is reporting this event as a device malfunction that has the potential to result in injury if it were to recur. Device labeling, available in print and online, states: warnings keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy, or apply an alternate dressing at the direction of the treating physician.

Event description:
On 27-apr-2020 , the following information was reported to kci by the patient: the activ.a.c.¿ therapy system was allegedly shutting down with no alarms while charged. On 23-apr-2020, the device was tested per quality control procedure by a kci service center, and the unit passed the quality control checks and met specifications prior to patient placement. On (B)(6) 2020, the device was placed with the patient. On 15-may-2020, kci quality engineering performed an evaluation of the device and found the power button was collapsed.